Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon broke at 10 atmospheres. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon broke at 10 atmospheres. The procedure was completed with another of same device. There were no patient complications nor injuries reported.